Event description:
A customer reported experiencing issues with their pump related to the cartridge change process. The pump generated alerts to change the cartridge even after a new one was loaded, requiring the customer to remove and reload the cartridge and reprime the infusion set to clear the alarm. There was no information available regarding any adverse impact on the customer's blood glucose level. The customer was able to load the cartridge successfully in the end, and no further follow-up information was obtained, as the customer declined additional assistance, stating they would reach out if further help was needed.